Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However,the customer mentioned that the fio2 reading might be because they have doing a routine low range calibration at that time which would explain the 21% read out. The clinical engineering has been running the vent for more than 3 days and they have seen no issues with oxygen delivery accuracy. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator alarmed low oxygen. The inomax nitric device was noted to be reading 21% fio2 (fraction of inspired oxygen) .the issue occurred during patient-use and the device was replaced with another ventilator. The patient's spo2 (peripheral capillary oxygen saturation) improved.